Event description:
On may 18, 1994 an incident occurred while performing a superficial femoral angioplasty involving a glide wire. The glide wire had not been used as the primary wire. Advancement through a total occlusion was met with resistance. After much manipulation the physician attempted to remove the glide wire. Upon removal of the wire from this occluded artery 40-50 cm of the distal end of the wire broke off in the pt;s left external iliac artery. Retrieval attempts were made with a snare but were unsuccessful. Successful surgical removal of the detached wire segment followed. The pt had experienced no sequelae as a result of this event.